Manufacturer narrative:
Product complaint # (B)(4). Sections updated on this medwatch report: b5, d9, e1, e2, e3, g3, g6, h2, h3 and h10. Section b5: additional information received indicated that there was no procedure prolongation due to the event. No excessive force was applied to the device. The aneurysm being treated had been rupture. Section e1 - initial reporter phone: (B)(6). Section h3: the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Based on the photos provided, it can be determined that the embolic coil of the galaxy g3 mini 1mm x 2cm has a kinked and stretched condition. Also, it could be noted that the coil has a protruding condition and it could be noted detached from the rh. Due to these pictures, it could not be determined if the embolic coil was mechanically detached from the device. No other damages could be noted. A manufacturing record evaluation (mre) was performed for the finished device l14638 number, and no non-conformances related to the reported complaint condition were identified. The reported condition ¿coil- premature detachment-in microcatheter¿ was confirmed since the embolic coil could be noted detached from the unit, however the exact time when this condition occurs could not conclusively determine since the embolic coil could be noted partially inside of the introducer. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed once the device returns for analysis. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a cerebral coil embolization, a 1mm x 2cm galaxy g3 min coil (glm910020, l14638) was used but it was prematurely detached in an unspecified concomitant microcatheter. It was removed from the patient safely. It was replaced with another galaxy g3 mini coil of the same size and the procedure was completed. There was no reported patient injury. Photos of the device were provided.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Updated sections on this medwatch report: g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a cerebral coil embolization, a 1mm x 2cm galaxy g3 min coil (glm910020, l14638) was used but it was prematurely detached in an unspecified concomitant microcatheter. It was removed from the patient safely. It was replaced with another galaxy g3 mini coil of the same size and the procedure was completed. There was no reported patient injury. Photos of the device were provided. Additional information received indicated that there was no procedure prolongation due to the event. No excessive force was applied to the device. The aneurysm being treated had been rupture. Based on the photos provided, it can be determined that the embolic coil of the galaxy g3 mini 1mm x 2cm has a kinked and stretched condition. Also, it could be noted that the coil has a protruding condition, and it could be noted detached from the rh. Based on the visual analysis of the pictures, it could not be determined if the embolic coil was mechanically detached from the device. No other damages could be noted. A manufacturing record evaluation (mre) was performed for the finished device l14638 number, and no non-conformances related to the reported complaint condition were identified. A non-sterile unit galaxy g3 mini 1mm x 2cm was returned to cerenovus for evaluation. The embolic coil was inspected under a microscope and it was found kinked and stretched inside of the introducer. It was also found with a protruding condition and the coil was found mechanically detached from the unit. The distal outer sheath had not been softened indicating that the resistance heating coil had not been heated and the detachment process was not initiated. Cerenovus conducted a visual inspection and a microscopic examination of the device received. During the visual analysis of the device, it was noted that the marker band was found at 37cm from hub, which is within specification. No other damages could be noted. During the microscopic inspection, the coil was found kinked and stretched inside of the introducer and also found with a protruding condition. The coil was found mechanically detached from the unit. The distal outer sheath had not been softened indicating that the resistance heating coil had not been heated and the detachment process was not initiated. The mechanically detachment of the embolic coil is related to the customer¿s complaint regarding a premature detachment, however the exact time when this condition occur could not be conclusively determined since the coil was found still inside of the introducer. Based on the findings during the analysis, the customer complaint was confirmed. Neither the mre nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. It should be noted that product failure is multifactorial. The instructions for use (IFU) do contain the following cautions: ¿ do not advance the dpu wire outside of the microcatheter as this may prevent detachment. ¿ always perform fluoroscopic verification of detachment prior to withdrawing the dpu wire fully. Failure to do so may lead to an embolic complication. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.